Event description:
A patient was operated on (B)(6) 2009, for a mid-line incisional hernia. The product, surgimend, was implanted as an underlay bridge with a 3 cm overlap using 0 prolene sutures and secured with a horizontal mattress pattern. The patient presented to the physician during the week of (B)(6) 2009, complaining of an abdominal bulge. On (B)(6) 2009, the patient was operated on after complaining of an abdominal bulge. The surgeon noted that the implanted product had remodeled around the edges of the fascia and was not adherent to the bowel. However, the product had stretched slightly at the bridge section. The product was subsequently explanted and the patient was closed with staples.

Manufacturer narrative:
The manufacturing record for the product lot was reviewed and everything was in order. At surgical explantation the entire product area was intact. There were no adhesions to the bowel. The sutured edges appeared to have remodeled. It is possible that the central area had also undergone remodeling but had stretched. The product is derived from a natural biologic material that does stretch to some extent. Remodeling of the implant without corresponding build of new tissue could contribute to stretching. The patient had a prior history of new and recurrent hernia. This may be indicative of an underlying metabolic deficiency that results in weakened abdominal structures. The original implanted device appeared to have been completely remodeled based on histopathologic examination by the hospital's pathology laboratory. The product appeared to perform as expected. The patient's condition may have resulted in failure of the patient's remodeled tissue.